Event description:
It was reported that during a photoselective vaporization of a prostate procedure, the fiber tip broke off inside the patient after 10 minutes of use. The tip was retrieved using cystoscopic graspers. It was noted that pressurized saline irrigation was used. The fiber was replaced, and the procedure was completed using the second fiber. There were no patient complications.

Manufacturer narrative:
Upon receipt of this fiber at our quality assurance laboratory, this device was thoroughly analyzed. Visual analysis identified that the glass cap and metal cap were detached and were not returned; therefore, the reported fiber tip break is confirmed. The observed condition of the fiber is consistent with fibers that experienced tissue adhesion, constant heavy tissue contact, and/or a decrease in the saline cooling flow, which leads to elevated temperature near the laser beam output window. Continuously elevated temperature can lead to fiber damages, including glass and metal cap detachment. The device instructions for use (IFU) instructs to maintain adequate saline cooling flow to reduce heat accumulation at the fiber tip. Based on analysis results, the interaction between the user and device caused or contributed to the reported event.

Event description:
It was reported that during a photoselective vaporization of a prostate procedure, the fiber tip broke off inside the patient after 10 minutes of use. The tip was retrieved using cystoscopic graspers. It was noted that pressurized saline irrigation was used. The fiber was replaced, and the procedure was completed using the second fiber. There were no patient complications.